Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for ua2 uric acid ver.2 (uac2) on a cobas 6000 c (501) module - c501. The erroneous result was reported outside of the laboratory. It was stated that the low result did not fit the clinical picture of the patient. The sample initially resulted as 0.026 mmol/l. The date of initial testing was not provided. The sample was collected on (B)(6) 2017. The sample was repeated, resulting as 0.269 mmol/l on (B)(6) 2017. The patient was not adversely affected. The uac2 reagent lot number was 172896. The reagent expiration date was asked for, but not provided. The mixer was found to be within specifications. Calibrations were within acceptable limits and controls were within specifications. Samples were tested from primary tubes which were processed on a cobas p612 pre-analytics system.

Manufacturer narrative:
Medwatch field d4 serial number has been updated.